Manufacturer narrative:
H.6. Investigation: two representative samples were received by our quality team for evaluation. Upon visual inspection, lubrication was observed on the cannula hub for one of the samples. The sarstedt adapter returned was connected to the two representative samples. No disconnection or slip off from the cannula hub was observed. The incident was not able to be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The probable root cause for the adapter to keep slipping out could be due to lubricant migration to cannula hub which can occur with age. The lubrication reduced the friction of interference fit between the cannula hub luer and the sarstedt adaptor and hence resulted in the disconnection. However, as the disconnection was not observed from on the returned sample, the customer experience cannot be determined. H3 other text : see h.10

Event description:
It was reported that separation occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "disconnection from sarstedt adapter."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "disconnection from sarstedt adapter."